Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event/problem- corrected information d4: primary UDI number- additional information h2: type of follow up- corrected information/additional information h6: corrected information.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be an error with an event handler which caused the app to prevent the trend graph and current estimated glucose value from updating. No injury or medical intervention was reported.